Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient failed to wear a mask and did not clean the exchange area. Peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with unknown intravenous antibiotics (medication, dosage, and frequency not reported) for the peritonitis event. Treatment with the intravenous antibiotic was withdrawn on the day of hospital discharge and on that day, the patient began treatment with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. After six days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.